Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-oct-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a loss of therapy and it was not doing the pain relief it was. The patient said her hcp told her to contact the manufacturer. The patient said she tried all current available programming options. The patient tried turning the stimulation off for a period of time then turning it back on. The patient said she even let the battery deplete all the way before recharging. The patient confirmed she is able to connect and feels stimulation and it was not overdischarged. The issue started around (B)(6) or (B)(6) of 2018. A rep stated they would take care of it. Additional information was received from the patient on 2019-mar-22. It was reported that the patient¿s implantable neurostimulator (ins) stopped working and she was going to have it removed. The patient noted that she met with a manufacturer representative (rep) who stated that the main leads were not working at all, the other two leads had shifted two inches and was only operating at 40%. There were no further complications reported or anticipated.